Manufacturer narrative:
Unit received no button response due to moisture damage at electronic assembly. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump got wet. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump and there is fluid underneath the display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.